Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers had failed and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer reseated the pyxis cable for auxiliary 2, drawer 7 matrix, removed debris from the rear drawer, and rebooted the station successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.